Event description:
The patient reportedly experienced a blood glucose (bg) of 25 mmol/l with nausea and ketones. The patient reportedly was taken to the emergency room, but was not treated; she was reportedly advised to change her site and sent home. The patient's bg reportedly resolved with treatment via the pump and syringe. Customer support reviewed the pump with a family member. The family member confirmed that there were no associated alarms, the pump history and settings were correct. The family member reported that there was blood at the site during one site change, but there were no issues with the other sites. Customer support concluded that there was no mechanical issue found with the pump and advised the patient on changing the site and to follow up with her health care provider for settings adjustments. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 24 hours with no insulin delivery issues. There was no defect found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).